Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and the insulin pump also received motor error and no delivery alarm. The customer¿s blood glucose level was 498 mg/dl. The customer was treated with injection. It was reported that they had several no delivery alarms and motor error alarm. Customer reported that the drive support cap appears was normal. Customer was able to complete pump rewind. Customer reported that the event was resolved by changing complete set (infusion set and reservoir). The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.